Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the insertion flexible tube (ift). In addition, we confirmed that the ccd cable disconnection, the light guide fiber bundle (lcb) disconnection and the u/d and r/l pulley wire wear out; however, these are not related to the alleged complaint. This device is not marketed in us, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
There is a bump at distal side of the ift at 11 cm. The time of event is unknown. There was no report of patient harm.